Event description:
Customer reported the sys displayed a communication error then would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine bridge circuit board. Sys operates as intended.